Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, following an epbd procedure, lithotripsy was performed. The device was checked and was noted to work properly prior to use. The device was then inserted into the papilla of vater and withdrawn from the papilla of vater several times. As a result, there was difficulty inserting the device into the papilla vater. Reportedly, the device failed to move in the intended direction via the guidewire. The procedure was completed with this device. Furthermore, they noted the tip of the basket was detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of (B)(4) 2014. According to the complainant the device was inserted into the papilla of vater several times to remove a stone. The tip of the basket did not detach prematurely, however, there was side car rx push back to the proximal side which caused the difficulty in advancing the device into the papilla of vater. Therefore this is no longer considered a reportable event.

Manufacturer narrative:
A visual examination of the device found the basket closed and the basket tip intact. The full length of the side car-rx was torn and presented pushback of approximately 5mm which would cause difficulty in tracking the device over the guidewire and into the papilla. It appears the device was without issue when initially inserted into the scope. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record review confirmed that the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, following an epbd procedure, lithotripsy was performed. The device was checked and was noted to work properly prior to use. The device was then inserted into the papilla of vater and withdrawn from the papilla of vater several times. As a result, there was difficulty inserting the device into the papilla vater. Reportedly, the device failed to move in the intended direction via the guidewire. The procedure was completed with this device. Furthermore, they noted the tip of the basket was detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Pt age: patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.